Event description:
Pt was treated in (B) (6) 2006 for a popliteal aneurysm with a viabahn 9mm x 15cm device. Extensive thrombosis (mid-sfa through entire device) was found (B) (6) 2006 and imaging was performed although no extravasation into the previous aneurysm was found. A review of imaging revealed an area of irregularity in the viabahn device. The physician speculated that it may be a flap or fracture of the device. The quality of the available imaging material does not allow for definitive identification of the nature of the irregularity. The physician did feel that this was the cause of the thrombosis and re-lined the original device with a j&j cordis 12 x 40 smart stent. Pt currently in stable condition.

Event description:
Pt was treated 2/6/06 for a popliteal aneurysm with a viabahn 9mm x 15cm device. Extensive thrombosis (mid-sfa through entire device) was found 7/25/06 and imaging was performed although no extravasation into the previous aneurysm was found. A review of imaging revealed an area of irregularity in the viabahn device. The physician speculated that it may be a flap or fracture of the device. The quality of the available imaging material does not allow for definitive identification of the nature of the irregularity. The physician did feel that this was the cause of the thrombosis and re-lined the original device with a j&j cordis 12 x 40 smart stent. Pt currently in stable condition.

Manufacturer narrative:
Device is still implanted in pt. A review of the mfg paperwork was conducted. The review of the mfg records verified that the lot met all pre-released specs.

Manufacturer narrative:
H3: device is still implanted in pt. H6: a review of the mfg paperwork was conducted. The review of the mfg records verified that the lot met all pre-released specs.